Event description:
Additional information was received, the iol was exchanged for the different lens model but one diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. There was no patient harm.

Manufacturer narrative:
Correction information was provided in h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased visual acuity and blurry vision. The lens was exchanged for another lens model 01 month 11 days following the initial procedure. Clinical reason for explant was mentioned as off target. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).